Manufacturer narrative:
The reported event was addressed with phone support. The site was advised to reseat the sterile adapter (sa) along with the instrument and keep a check if the issue occurred again. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 4 was moving without any operating. The customer was unsure of the unexpected usm arm movement. The customer reseated the instrument usm 3 and hold, the problem did not occur. Tse advised to reseat the sterile adaptor (sa) on usm 3 and reseat the instrument again and check if the problem recurs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was probably in the patient when the issue occurred. There was no patient injury. The surgeon confirmed that the issue was resolved immediately.

Event description:
Refer to h11 for follow-up information.